Event description:
Per independent repair center, the unit was alarming or red light. Malfunctions for this device include the compressor, the 4 way valve sticking, the valve operator to the 4 way valve being worn, and the power switch not having an alarm.